Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with noise oversensing and loss of capture (loc). A lead fracture was suspected because of a clinking. This lead was then successfully explanted and the fracture was confirmed to be near the proximal position. No additional adverse patient effects were reported. The lead is not expected to be return.